Manufacturer narrative:
The device was not returned for analysis. A review of the lot history identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify a lot specific issue. Based on the available information and without the complaint device to analyze, a cause for the reported difficult to open or close (gripper actuation - single) cannot be determined. The reported positioning failure (leaflet capture ¿ clip not implanted) was due to patient anatomy. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for gripper actuation issues. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The patient anatomy included a posterior prolapse and a flail at the posterior 2 leaflet location. The xtw clip delivery system (cds) was prepared for use and no issues were noted. The cds was advanced into the patient anatomy and the clip grasped the leaflets. However, due to the patient anatomy, the posterior leaflet slipped out of the clip. A second attempt was made to grasp the leaflets, but it was noted that the anterior gripper, the non-tactile marker gripper, was not dropping. The other gripper was functioning appropriately. Troubleshooting was performed; however, the gripper would not lower. The device was removed without issue. A second clip was used without issue, and the mr was reduced to grade 1-2. There was no adverse patient effect and no clinically significant delay. No additional information was provided.